Manufacturer narrative:
Dentsply sirona became aware of a malfunction for same/similar devices that could have possibly caused or contributed to a serious injury. Products return is requested and they will be evaluated after receipt. In case any new or additional information will be gained from this investigation a follow-up report will be sent. Trend is tracked and monitored.

Event description:
Customer reported that the insertion instrument ¿ short 68015190 and long 68015191 ¿ slipped through the implant. Customer is concerned that the implant is damaged. New implant was inserted. According to the practice, the insertion instruments are not damaged. Clarified with the practice by teleph